Event description:
It was reported that the patient was experiencing inadequate stimulation, numbness and tingling. It was also noted that the patient was having difficulty charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.